Event description:
It was reported that the user experienced a hypoglycemic event during participation in the ilet experience study, with a stated glucose value of 40 mg/dl, and no alerts or alarms were reported. Symptoms included hypoglycemia. Outcomes included no reported long-term impact. Investigation included outreach to obtain additional event details. Investigation of this case revealed that the cause of the hypoglycemic event remained unclear, with no device malfunction or component issue reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.